Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer was recently hospitalized due to a staph infection that led to a diabetic ketoacidosis while in the hospital. She went into a coma. Customer's current blood glucose level was 346 mg/dl. The customer was not on the insulin pump at the time of call. She gave herself a shot via injection. There was a 911 call made on (B)(6) 2016 due to her high blood glucose level. The customer was given antibiotics via IV and insulin drip. The customer was wearing the insulin pump at the time of 911 call. Her insulin pump was removed in the hospital. The customer had a wound on her right side groin as a result of the staph infection. She reported burning during urination and dark urine. The device was not returned.